Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/31/2017 - phone, 3/31/2017 - voice mail, 4/5/2017 - voicemail. The repair of the device is the responsibility of the hospital. Despite attempts to obtain the repair information from the hospital, no response has been received..

Event description:
The hospital reported that, during a case, the unit alarmed that volume ventilation was the only mode of mechanical ventilation available. The clinician reportedly cycled power and completed the case with no further reported complaint. There was no report of patient injury.